Manufacturer narrative:
Unknown date. This report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient visited the hospital and reported pain. The patient had difficulty in walking. X-rays were taken, and it was observed that cut out had occurred. Originally, the patient underwent open reduction internal fixation with trochanteric femoral nail-advanced (tfna) extra short system, on (B)(6) 2019, due to femoral trochanteric fracture. After the surgery, follow-up observation was performed every month. And, on an unknown date after the golden week, the patient visited the hospital and reported pain. The treatment plan is re-operation to replace the implants to an artificial bone head. The date of the re-operation has not determined yet. The surgeon commented that the patient had serious osteoporosis which might have caused the event. Currently, the patient is visiting the hospital on a regular basis. Concomitant device reported: unknown locking screw (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) unk - nails: tfna. This is report 2 of 2 for: (B)(4).